Event description:
It was reported that the stenoscope system had no video image displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.